Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery (sn (B)(4)) in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, after a few compression from the autopulse platform (sn (B)(4)) the lifeband got opened at the area where the velcro fastener engages the bands together, possibly due to the velcro was not attached firmly. Follow this, the platform displayed "bad battery" error message; the crew observed that the autopulse li-ion battery (sn (B)(4)) battery status was good. The crew replaced the battery (sn unknown) however, the platform did not work. The crew performed manual CPR and rosc was achieved. No consequences or impact to patient. Back at the station, the crew observed no issues with the autopulse platform and autopulse li-ion batteries. Please see the following related MFR reports: MFR 3010617000-2020-01294 for the autopulse platform (sn (B)(4)). MFR 3010617000-2020-01297 for the autopulse li-ion battery (sn unknown). MFR 3010617000-2020-01295 for the autopulse lifeband (lot# unknown).